Event description:
The patient claimed he was using a screwdriver to hang a wall mount for a television. He recalls hyper flexing his wrist when he suddenly felt a pop. Per the patient the date the implant failed: about 2 years ago. The doctor who reported the event stated that the patient avoided seeing a hcp due to lack of insurance to cover the cost. Therefore, aptis does not know who much damage could have happened since the event.

Manufacturer narrative:
Still under investigation the cause of the issue as the device has not be returned yet. Per the surgeon's opinion the "plate applied in the face of a distal radius malunion. The radial plate was applied along the ulnar margin of the radius correctly but given the malunion the housing of the radial plate for the ulnar stem was angulated placing significant stresses on the ulnar stem. Failure occurred at the ulnar stem /post junction."